Event description:
Complaint found in maude database reports: "guidewire split and top coiling unraveled when trying to remove guidewire."

Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5107430.

Event description:
Complaint found in maude database reports: "guidewire split and top coiling unraveled when trying to remove guidewire."

Manufacturer narrative:
(B)(4). The MDR report key is 13534818. The MDR text key is 285638488. The report number is mw5107430. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.